Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow, high lead impedance and high threshold was observed. The lead was replaced. There was no report of adverse consequences for the patient who was fine after the procedure.